Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification. A 6french (fr) guide catheter was advanced and a guide liner was inserted inside the guide catheter for better support. The 5.0x15mm nc trek balloon dilatation catheter (bdc) was advanced without resistance and was used, however, the shaft separated in two pieces inside the guide catheter when the device was being retracted. There was slight resistance when removing the bdc from inside the guide liner. The guide catheter was removed with the separated segments inside. The physician noted there may have been interaction between the device and the guide catheter. There was no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.